Event description:
Removing foley catheter. Removed fluid from catheter balloon holding it in place. 8 ml fluid removed, no further fluid able to be removed, witnessed by other nurse that catheter was suctioning in on itself indicating nothing further was left in balloon. As tubing was being pulled from patient some mild resistance was met, attempted to remove more from catheter balloon but nothing further came out and again, tubing suctioned in on itself. Began to pull tubing from patient again and she complained of some discomfort, once removed it was noted that balloon was still inflated to approx. The size of a small marble. Writer attempted to remove the fluid/air inside the balloon and was unable to.